Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive act buttons due to corroded keypad traces. The insulin pump had minor scratched lcd window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the buttons became unresponsive when they attempted to bolus. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.